Event description:
It was reported that during the laparoscopic gastric bypass, the anvil was incorrectly inserted initially, with the anvil end inserted first instead of the tube tip, when the assistant surgeon correctly inserted the oral anvil, it did seem to get hung up half-way. When the tube was pulled through the stomach, the oral anvil was no longer attached. The anvil had to be retrieved using the suture wheel. The device was replaced with a new oral anvil, which was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil was observed to be tilted and separated from the tubing. The anvil cutting ring showed no traces of knife impression and the ring was received intact. An intact suture was not properly tied at the base of the anvil to the connecting piece. The proximal catheter tubing was stressed with impressions from the anvil fitting barbs. Functional testing noted that the device was subjected to a measured anvil retention test with acceptable specification. It was reported that the anvil had disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the instrument was subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially co ntributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.